Manufacturer narrative:
(B)(4). The incident device was returned, tested and the failure confirmed. The root cause was metal slivers accidentally introduced in one of the assembly processes. The manufacturing process was changed to prevent re-occurrence. This device was manufactured prior to this process change. The complaint rate for this failure based on sales is 0.00003%.

Event description:
The customer reported that when the electrosurgical pencil was plugged in, it did not power up. There was no patient injury. Upon return and testing it was found that the pencil self-activated.